Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was postponed. This analysis identified an error pertaining to a collision detected in the frontal propeller. Upon further troubleshooting, the fse determined that the propeller motor screw was loose. The fse refixed the propeller motor screw. After which, the system was returned to good working condition. The codes have been updated based on the investigation's outcome.